Manufacturer narrative:
No investigation could be conducted as the device that was involved in the incident was discarded by the hospital.

Event description:
Ent not working properly. Sealing function not working continously. They have discarded the forceps after usage. Anesthesia time was extended and another set from a different lot was used successfully.